Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s stepmom reported via phone call that the customer¿s pump is not giving insulin and he is experiencing high blood glucose. She tested his blood glucose and it was 622 mg/dl and they treated with shots. They stated that now the customer¿s blood sugar is down but that the plunger is not moving in the pump and that the customer has not received any alarms. His current blood glucose is 166 mg/dl. The customer feels okay to troubleshoot. Troubleshooting was performed on the insulin pump to determine reason for high blood glucose. He reported that the drive support cap appeared normal. He declined to perform the high-pressure test because he did not have the tubing clamp available at the time. He declined to check to see if his settings were correct. The customer¿s step mom called back a week later after receiving the tubing clamp and wished to perform the high pressure test. The insulin pump passed. The customer was advised to change his infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation. The insulin pump will not be returning for analysis.